Manufacturer narrative:
An event of aortic dissection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pvc procedure using a retro-aortic approach, the physician struck an atheroma plaque and caused an aortic dissection which resolved on its own without intervention. After the procedure, the physician confirmed that the abbott equipment did not cause this event. The patient has had no sequelae from this procedure. There were no performance issues with any abbott device.